Manufacturer narrative:
The device was not returned for evaluation and no medical or other records containing treatment information or patient information have been received; therefore, the reported event cannot be confirmed, nor can the circumstances or potential causes or contributors to the alleged event be evaluated. Should additional, material information become available that permits more analysis or conclusions, a supplemental report will be filed accordingly. D10 concomitants: lgc tibial fit tray cem sz 6f / 5t (cat# 02-012-45-6050 / serial# (B)(6), three peg patella 41mm (cat# 200-02-41 / serial# (B)(6), 3" drill bit, mod. Hex 2 pack (cat# 201-78-89 / serial# (B)(6), 3" drill bit, mod. Hex 2 pack (cat# 201-78-89 / serial# (B)(6).

Event description:
As reported by legal brief, on (B)(6) 2017, patient underwent a left knee replacement surgery and was implanted with an optetrak device. In (B)(6) 2019, a bone scan revealed stress shielding and posterior and superior femoral effusion. Patient was diagnosed with continued pain in left knee and continued effusion of left knee. Thus, due to worsening pain, effusion, chronic synovitis, swelling, loss of range of motion, left foot drop, and findings of ¿radiographs and physical exam of left total knee arthroscopy are consistent with polyethylene wear¿, patient is scheduled for a left knee replacement revision surgery in (B)(6) 2023 to remove the defective optetrak device. Upon information and belief, the effusions, synovitis, swelling, pain, and limited range of motion are due to polyethylene wear.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear, loss of range of motion, and femoral loosening. The femoral loosening may have been the result of an insufficient bond between the femoral component and the bone. The reported prosthesis wear cannot be confirmed as the device was not returned for evaluation and the photographed insert does not appear to show signs of wear that are inconsistent with being implanted for 5.5 years. An additional contributing factor to the revision may have been inclusion of the implanted polyethylene component in the packaging recall. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.